Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been removed and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: unable to observe creases on the provided photos. Cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV, "small intracapsular rupture", "isolated cysts", and "folds." The device has been removed and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Crease/ folding of implant: not observed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional report left side capsular contracture, baker grade IV, "small intracapsular rupture", "isolated cysts", and "folds" via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional report left side capsular contracture, baker grade IV, "small intracapsular rupture", "isolated cysts", and "folds" via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28may2024. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 16aug2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional report left side capsular contracture, baker grade IV, "small intracapsular rupture", "isolated cysts", and "folds" via ultrasound. The device remains implanted.